Manufacturer narrative:
Device code: separated manner. The hub had completely separated from the catheter shaft as reported. A project has been initiated to clarify whether it is possible to enhance the tightening of the fitting, thus increasing the tensile strength of sheath/fitting. Lot number is unknown so manufacturing records cannot be investigated. Product is shipped with an IFU that states, "excessive force should not be used to retrieve the filter." We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusions of quality engineering risk assessment no further mitigating action is necessary at this time.

Event description:
The hub of the retrieval sheath separated and came off. Retrieval was unsuccessful. Additional information received from the rep on (B)(6) 2012: "the physician was attempting a filter retrieval via the jugular vein. Upon attempting to retrieve the tulip filter several times with the same retrieval kit, the hook of the tulip filter straightened out from extensive pulling with the retrieval snare and the hub of the retrieval sheath broke off. The filter was not able to be retrieved and the retrieval kit was placed aside for the rep. Another kit was not used and the patient was not harmed." The sales rep confirmed that the filter would be retrieved at a later date. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to the observation.